Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported a patient underwent an intra-aortic balloon (iab) therapy. There was no reported malfunction of the iab used however the patient expired. According to the facility the patient's death was not attributed to the device.